Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor applicator from pod, the sensor was hanging from the deployment needle. The attempted sensor insertion was at the abdomen. No additional event or patient information is available.